Manufacturer narrative:
Concomitant products: product ID: 4068-52 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead had no capture and triggered a lead warning for low impedance. Additionally, the presenting atrial electrogram appeared as noise only and no atrial sensing or atrial activity could be confirmed. It was further reported that the right ventricular (rv) lead pacing thresholds had been increasing over time and were high. Additionally, the rv lead triggered a warning for low impedance. Both leads were capped and were not replaced as the patient was upgraded to a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.